Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the lead exhibited a loss of capture. A chest x-ray was performed but revealed no anomalies. The physician elected to revise the lead and discovered that the lead had dislodged. The lead was successfully repositioned; the patient was asymptomatic throughout the procedure and discharged post surgery.